Event description:
The catheter could not be zeroed during operation. It caused a 30 minute delay in surgery. It did not harm to the pt. They used another one from their stock and the operation was completed. During the device history record (DHR) review by integra, it was discovered on september 24,2014 that based on the lot number provided by the distributor, the device expiration date was november 30, 2012. Based on the info, the complaint was made MDR reportable.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.